Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive as the device was not returned. Per the reported events, the lesion was calcified. Additionally, although the metal tip was observed to be out of alignment, the user continued to use the device. It is possible that patient factors and/or procedural issues may have contributed to the reported event. However, the definitive root cause could not be determined based upon the available information.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. It was noted that per our updated reportability guidelines this event is a serious injury, therefore the sections were updated accordingly. A follow up was made to the international representative to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while the recanalization catheter was crossing a calcified lesion in the left ata, the metal tip became out of alignment, creating a space from the outer catheter. Reportedly, the catheter continued to be used, and then replaced with a second recanalization catheter. When the second recanalization catheter was activated in the calcified lesion, it was observed that the metal tip of the first catheter was left behind in the blood vessel. The metal tip of the first catheter was unable to be collected from the vessel, embedding at the tip of the pedal arch. There was no reported patient injury.